Event description:
The following information was reported: no issues were encountered with the insertion of the device; the balloon went down during the deployment, when the physician went to pull back the device pulled through. Manual pressure was applied for 20 minutes. The patient was not hospitalized. No patient injury was noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).